Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the controller screen was white. The patient removed the battery pack and reinserted it but the screen stayed white. The patient also stated it felt like the stimulation was going off and on by itself. They were unable to control the stimulation due to the screen being white. A replacement controller was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the the stimulation turning off and on by itself had not been resolved.